Event description:
Complainant alleged that the clinicians were performing a cardioversion on a patient (age unknown), but when they attempted to discharge the energy to the patient, there was no energy discharge. The clinicians then obtained another device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported problem.